Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Alleges pain and swelling, particularly right thigh down to knee, and difficulty walking. No revision records for right hip available. Liner and head reported for pain.

Manufacturer narrative:
This is a duplicate report of 1818910 - 2011 - 25928. This report, 1818910- 017¿12622, will be rejected. Report # 1818910-2011-25928 will be kept for investigation purposes.